Event description:
The subject reported that on 8/2/00 they were vomiting and had diarrhea. The subject's blood glucose per the one touch basic meter was 0.9 and 0.8mmol/l in the morning and at lunchtime, respectively (time unk). The subject did not take insulin and tried to elevate their blood glucose by eating and taking sugar in drinks. A doctor was called to see the subject. The subject's blood glucose per the one touch basic meter was 0.6mmol/l. The doctor administered glucose IV. The subject was admitted to the hosp with a blood glucose of 70mmol/l for the treatment of hyperglycemia.